Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Deployment of stent failed as unable to pull out release wire. Red top came off leaving wire in place. Device was removed with stent & another device was used successfully as per cc form": deployment of deployment of stent failed as unable to pullout safety wire because red luer lock knob broke off. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1.at what stage of the procedure did the complaint occur? During stent placement. 2.what endoscope type and channel size was used? Olympus. 3.what was the position of the elevator? N/a. 4.details of the wire guide used (diameter, type, make)? Visiglide 0.035 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. 7.please advise the anatomical location of the intended target site. Bile duct 8.how long was the stent in the patient by the time this complaint occurred? Not completely deployed before it was removed. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. 10.if yes, how often was this completed?n/a. 11.did the patient require any additional procedures as a result of this event? No another device was used to complete procedure. 12.what intervention (if any) was required? N/a. 13.was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 14.were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 15. If yes, please specify what was observed and where on the device it was observed. N/a. Stricture information: 1. What was the length and diameter of the stricture? 4cm stricture. 2. Where was the stricture located in the body? Bile duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5.was the stricture dilated before stent placement? No. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? No. 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment. 2. If other, please specify. 3. Was the directional button pressed during use? N/a. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 5. Was the yellow marker kept in view during deployment? Yes. 6. Are images of the device or procedure available? N/a. Questions related to during introducer withdrawal 1. Are images of the device or procedure available? No. 2. Was final stent placement confirmed using endoscopy / fluoroscopy? Yes. 3. If yes, what was used? Endoscopy image & fluroscopy. 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a. 5. Was the safety wire fully removed before removing the delivery system? No. Deployment of stent failed as unable to pull out safety release wire. Red luer lock. Fitting broke off in nurses hand & unable to remove safety wire. Device was removed with stent & another device was used successfully. 6. Did any part of the product snag/get caught with the stent when removing the delivery system? No. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) n/a 1.what instrument was used for stent repositioning / removal? Forceps, snare, other 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no. 4. If yes, please when this was felt? Advancement or deployment. 5.how did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning.

Manufacturer narrative:
Device evaluation the 1x evo-fc-10-11-6-b device of lot number c1933938 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 28nd september 2022. On evaluation of the device, the following was observed: visual inspection: stent returned partially deployed. Red luer lock not returned. Re marker past point of no return. Functional inspection: stent deployed with no issue. Unable to remove safety wire. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. IFU & label review: the customer was queried regarding the direction the leur lock was turned to remove the safety wire. The customer responded saying it was turned anti-clockwise which aligns with the directions outlined in the IFU. There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive force being used by the user when pulling out the safety wire to release the stent. This could have resulted in the red leur lock becoming detached from the safety wire. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 19-apr-2023 and an update to the investigation conclusions.